Event description:
"The hamilton MRI vent with uvmmc number 69886 was turned on and configured to mimic the settings on (pt)'s trilogy vent. Pc-ac, rr=12, pc=20, peep=10, fio2=21%. I had to widen some of the alarm parameters to account for his intentional leak around his trach. He was on the vent maybe 5 minutes when it started to alarm and the screen stopped displaying numbers and buttons and took on blue and white streaks. I immediately placed (pt) back on his trilogy vent. When asked if he was okay he said he was "fine" and asked if that meant his MRI run was done. We did have to delay the MRI due to this but it was non-emergent."

Manufacturer narrative:
The issue in (B)(4) is deemed as a reportable event since the malfunction ' disturbed screen and ventilation stopped ' which makes the device switch to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator was a defective esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to patient or user. As the complaint (B)(4) was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to get additional information. The allegation in (B)(4) was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report an event similar as the issue in (B)(4) as it will be deemed as a reportable event.